Event description:
On february 1, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The patient takes humalog lipro insulin, 44 units in the morning, 8 units in the afternoon, and 6 units with her evening meal. She also takes 22 units of lantus insulin at night. The patient said she adjusted her insulin dosages based on her meter readings prior to going to the hospital; however, she did not provide specific informaton regarding what adjustments she made to her insulin regimen. The patient tests her blood glucose level before each meal and two hours after each meal. She was last able to test with the reported meter on the night of 2 days prior; the result was 10.2 mmol/l the patient said the one touch ultra meter did not turn on the next day. Information was not provided regarding the patient's specific insulin dosages and meals taken or before experiencing symptoms on the am of event day. The patient felt drowsy and "not with it" between 7:30 and 8:00 am. The patient's daughter gave the patient "lucozade" oral glucose to drink and called the ambulance. Ambulance attendants arrived at an unidentified time and obtained an initial result of 18.7 mmol/l; however, the patient may have had sugar on her fingers prior to the test, which could have caused an inaccurate result. They retested the patient, obtained a result of 6.4 mmol/l, and took the patient to the hospital. The patient said, she did not know if the ambulance attendants treated her because she was unconscious. The patient also said, a result of 6.2 mmol/l was obtained on another meter about two hours after she experienced symptoms, but it is unknown whether the result was obtained by the ambulance attendants. The patient didn't know the specific result obtained at the hospital; however, she said when a full blood count was performed, the result was "0 to 2." The patient stayed in the hospital for one day. Information regarding the patient's treatment in the hospital was not provided. The patient said, she began testing with a spare meter "after she returned from the hospital." She apparently did not test with the spare meter prior to going to the hospital. The lfs representative confirmed that the reported meter did not turn on when a test strip was inserted into the test strip port. The meter was replaced. The complaint is reported based on the currently available information. The patient was unable to obtain a result on the lfs meter for one day. The following morning she experienced symptoms that suggested hypoglycemia. She was treated with oral glucose and later taken to the hospital by ambulance attendants. The patient reported being "unconscious" in the ambulance and/or at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.